Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/04/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the battery compartment was found to be cracked. Unrelated to the initial complaint, evidence of moisture was observed in the battery compartment. The pump failed a leak test at the battery compartment. Additionally, the battery cap was damaged and was unable to secure properly on to the pump. A test cap was used for investigation. The display screen was found to be dim, fading, and discolored.